Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, when the smart touch catheter was removed from the patient's body once after brockenbrough's trans-septal catheterization technique, the physician visually noticed a crack at the housing area of the catheter and at the joint area of housing and soft tip was partially peel-off.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, when the smart touch catheter was removed from the patient's body once after brockenbrough's trans-septal catheterization technique, the physician visually noticed a crack at the housing area of the catheter and at the joint area of housing and soft tip was partially peel-off. Upon receiving, the catheter was visually inspected and the peek housing - tip transition was cracked with yellowish material. An x ray of the catheter was taken and it was noticed that the t bar was slightly slid down, getting caught at the peek housing - tip transition. This condition may contribute to the peek housing crack section since the t bar was applying internal stress at that point. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing from leaving the facility. In addition, a corrective action has been opened to address and resolve the t bar and the peek housing issues. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified.